Event description:
While using laser during laparoscopic procedure, a two inch piece of the fiber burned off and fell near the pt's stomach. Rptr was able to retrieve the stray portion and remove it from inside the pt.